Manufacturer narrative:
Investigation: no product returned for evaluation. Review of device history records was also not possible as the lot number was not provided. Additional information has been requested to investigate the adverse event. Conclusion: no conclusions could be done as insufficient information has been provided.

Event description:
In (B)(6) 2011 sales representative reported one case of broken screws (2) detected during revision, following back pain. Screw failures were not detected before re-operation.